Event description:
Used both fixodent and polygrip. Problem with falling, result broken bones. Four occasions and diagnosed with neuropathy. Used fixodent & polygrip for holding dentures from 1966 - 1970 fixodent, 1970 to present polygrip. Frequency: 2x daily. Dates of use: #1: fixodent 1966 - 1970; #2: polygrip 1970 - present. Diagnosis or reason for use: #1 and #2: dental adhesive.